Event description:
At 1500 fentanyl pump for shift with amount infused as 54cc (pump rate 8cc/hr). At 1730 pt stable, dialysis continuim. At 1748 pt with anginal respirations, bradycardic and no blood pressure. Discarded from dialysis machine and medication pumps. Pt pronounced at 1804, at end of the event, noted that fentanyl bag was empty and disconnected from pump.